Event description:
It was reported by the customer that while flushing the PICC line after disconnecting baxter pump, a small leak is seen just at the inner joint from the ¿wing¿. The baxter pump has completely drained and there was no fluid under the dressing but when flushing with light pressure, fluid oozes out. After the PICC line was disconnected, a crack/hole in the hose near the wing was clearly visible. Patient was not harmed. No further information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.